Manufacturer narrative:
Device evaluation: the device evaluation could not be completed as the device or photographic evidence of the device was not returned for evaluation. Manufacturing records: prior to distribution, all zso-7-12 devices are subjected to functional checks and visual inspection to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl a review of the manufacturing records for zso-7-12 device of lot number c2302191 did not reveal any discrepancies that could have contributed to this complaint issue. Review historical data: a review of the manufacturing records for the zso-7-12 device confirms the failure mode has not previously occurred with the current lot number. Based on the information available to date, there is no evidence to suggest that there are any manufacturing issues associated with lot number c2302191. Instructions for use and label: the notes section of the instructions for use (ifu0045), which accompanies this device instructs the user to inspect the device prior to use: "visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use". The user is also advised as per the precautions of the IFU, "refer to package label for minimum channel size required for this device." There is evidence to suggest the user did not follow the IFU/label. However, as per the description of event, the wire was unable to pass through the stent as the pigtail was bent which suggests that the kink had already occurred due to the straightening process. The replacement zso-7-12 stent used the same 0.025inch wireguide. As per update to the management of complaints procedure (B)(4), where information is reviewed and categorized as use related/off label use and where no adverse event is identified then no complaint is required. The event must be documented in the pms tracker and reviewed as part of post market surveillance. Image review: an image was not returned for evaluation. Root cause analysis: a definitive root cause could not be determined from the available information. A possible root cause may be attributed to the stent becoming kinked during handling upon removal from the packaging or during the straightening process as the pigtail curl was being unfolded and straightened with the pigtail straightener resulting in subsequent kinks forming. Prior to contact with the wireguide, the pigtail curl is straightened and the pigtail straightener is advanced onto the pigtail curl before it is loaded over a pre-positioned wireguide. Its is possible that the kink occurred prior to contact with the wire as we have no definitive evidence that the incorrect sized wireguide was responsible for the reported issue. Clarification was requested from the customer if the kink was observed prior to contact with the wireguide or after it, however this information was not forthcoming, if it is received at alter date then the investigation will be updated accordingly. Confirmation of complaint: complaint is confirmed based on customer/rep testimony. Corrective action/correction: complaints of this nature will continue to be monitored for similar events. Summary of investigation: according to the customer, the guide wire didn't pass through the stent, second pigtail of zso was bent. Confirmed quantity of 1 device, confirmed prior to use. According to the initial report, the patient did not experience any adverse effects due to this occurrence. Investigation findings conclude that a definitive root cause could not be determined from the available information. A possible root cause may be attributed to the stent becoming kinked during handling upon removal from the packaging or during the straightening process as the pigtail curl was being unfolded and straightened with the pigtail straightener resulting in subsequent kinks forming. Prior to contact with the wireguide, the pigtail curl is straightened and the pigtail straightener is advanced onto the pigtail curl before it is loaded over a pre-positioned wireguide. Its is possible that the kink occurred prior to contact with the wire as we have no definitive evidence that the incorrect sized wireguide was responsible for the reported issue. Clarification was requested from the customer if the kink was observed prior to contact with the wireguide or after it, however this information was not forthcoming, if it is received at alter date then the investigation will be updated accordingly.

Event description:
A supplemental report is being submitted due to completion of the investigation on 29-jan-2026.

Event description:
Description of event during the preparation for the insertion of the zso-7-12 the guide wire (0.025: visiglide2 straight) didn't pass trough the stent, second pigtail of zso was bent. They completed the procedure using a new zso-7-12. (The guide wire was not replaced.)

Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.